Event description:
The facility reports the caregivers washed and dressed the resident. They applied the sling, attached it to the lift, and checked to make sure it was hooked well. They lifted the resident off the bed and turned her to put her in the chair. The second caregiver was behind the resident to position her in the chair; the first caregiver was facing them, working the machine. At this point, the left side leg part of the sling unhooked. The second caregiver screamed, and the resident turned and fell out of the sling, hitting her head and back on the right side bottom of the lift. The resident sustained a laceration and hematoma to the back of the head. No stitches were required; the cut was cleaned and bandaged.